Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had critical override, and nurses was unable to access new patient medication profiles. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical override issue occurred, patients could not be added into pyxis. A technical support specialist solved the issue by followed the knowledge article- how to decrypt station db for backup and proper datasync procedure and how to place new db in es station. The system functioned as intended after technical support specialist troubleshot the issue.